Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing including pressure and clear passage test were performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a paclitaxel set had a small cut leading to a medication leak. It was further reported the cut was in the portion of the set outside of the unspecified pump. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.